Event description:
The back legs of the commode collapsed causing the pt to fall. No injury reported although pt is getting x-rays.

Manufacturer narrative:
The device was not returned for eval. Attempts were made to talk to the user, but calls were not returned.